Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the reporter contacted lifescan alleging that the patient's onetouch verio2 meter was reading inaccurately high compared to their feelings and/or normal readings. The customer care advocate (cca) tried to contact the reporter with follow up questions from the medical surveillance specialist but was unable to reach the reporter. The following complaint is classified based on the original documentation. The reporter, a pharmacist, was unsure when the alleged issue began. The reporter stated that the patient obtained a blood glucose reading of around 25mmol/l on the subject meter. It is unknown how the patient manages their diabetes. The reporter stated that due to these high readings the patient was advised to go to the emergency room (ER). It is unknown if the patient developed any symptoms. The reporter stated that the patient received treatment from a health care professional (hcp) but further details are unknown at this time. The reporter stated that the patient obtained another blood glucose reading in the teens but it is unknown when this reading was obtained and which device was used. The cca was unable to troubleshoot as the products were unavailable at the time of the initial complaint. Products were replaced and requested back for investigation. This complaint is being reported because, the patient may have suffered a serious injury requiring hcp intervention after the alleged inaccuracy began.